Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Photographic evaluation of the received images noted that the adapter of the loading unit was broken off and missing. Functional testing could not be performed as the loading unit was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged loading unit adapter may occur due to over flexure of the loading unit while attached to the instrument. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, the device fired all the way, but after the fire was completed is when the surgeon said the handle felt different and reload seemed to loosen. The reload cracked and broke when attempting to unload, and when removed a pin was sticking out. They then used another handle to resolve the issue in order to complete the case. There was no patient injury.